Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30653055l and no internal actions non-conformance's related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered av block requiring prolonged hospitalization. After the pulmonary vein isolation (pvi) ended, atrioventricular nodal reentry tachycardia (avnrt) was induced. During slow pathway ablation, av block occurred. Occurred three hours since using the catheter, during slow pathway ablation. After that treatment was discontinued and the patient was followed up. The procedure was completed as is. The patient had av block when leaving the room. The subsequent course of the patient is unknown. Additional information received in the event. The physician¿s opinion on the cause of this adverse event is unknown. The intervention provided was a drug administration. The patient outcome of the adverse event was fully recovered. The patient required extended hospitalization because of the adverse event, but details unknown.